Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Summarized patient outcomes/complications of patent foramen ovale occlusion in elderly patients: is it worth it were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, smoking, dyslipidemia, deep vein thrombosis, pulmonary embolism, history of stroke, transient ischemic attack, and history of migraine some of the complications reported were death, atrial fibrillation, transient ischemic attack, arrhythmia, device embolization, residual shunt these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "patent foramen ovale occlusion in elderly patients: is it worth it", was reviewed. The article presented a retrospective, single center study to evaluate the short- and long-term outcomes of elderly patients treated with patent foramen ovale (pfo) closure in comparison to younger subjects. Devices included in the study were amplatzer pfo, premere, atriasept, and unknown pfo devices. The article concluded that pfo closure is a safe procedure in patients aged = 65 years, associated with favorable long-term follow-up and the prevention of ischemic neurologic recurrences. [The primary and corresponding author was daniela trabattoni, centro cardiologico monzino, irccs, via parea, 4, 20138 milan, italy, with corresponding email: (B)(6) the time frame of the study was from (B)(6)2006 to (B)(6)2011.(B)(4).